Event description:
It was reported during an unknown procedure during the use of device on mesenteric vein, the clip superimposed on the vein and blocked with closed jaws without having the possibility to remove device and clips. The operation continued forcing jaws opening. No patient adverse consequences reported.

Manufacturer narrative:
(B)(4).